Event description:
Reportedly during a follow up performed on (B)(6) 2017 the following issues were identified: ventricular pacing failure; the ventricular lead impedance was above 3 kohms; the r-wave amplitude was measured at not less than 15 mv. Threshold testing was performed at 7.5 v/1.0 ms (i.e. The maximum output) in both unipolar and bipolar configurations; with the pacing pulses failing to capture the ventricle, ventricular pacing failure was confirmed in both configurations. On x-ray, no damage was visually identified to the ventricular lead; however, the ventricular lead was considered to be fractured and it was thus decided to perform a procedure to replace the lead. The date of the lead replacement procedure is to be scheduled.

Event description:
Reportedly during a follow up performed on 10 jul 2017 the following issues were identified: ventricular pacing failure; the ventricular lead impedance was above 3 kohms; the r-wave amplitude was measured at not less than 15 mv. Threshold testing was performed at 7.5 v/1.0 ms (i.e. The maximum output) in both unipolar and bipolar configurations; with the pacing pulses failing to capture the ventricle, ventricular pacing failure was confirmed in both configurations. On x-ray, no damage was visually identified to the ventricular lead; however, the ventricular lead was considered to be fractured and it was thus decided to perform a procedure to replace the lead. The date of the lead replacement procedure is to be scheduled. The following update was provided on 2 aug 2017: on (B)(6) 2017 a procedure was performed to implant a new ventricular lead. Under fluoroscopy, no fracture was identified on the ventricular lead. After being disconnected from the subject pacemaker, the ventricular lead was tested using a psa; then, the ventricular lead impedance was measured at over 3000 ohms. Ventricular pacing was unsuccessful and the r-wave amplitude was unable to be measured with the presence of noise. The use of the ventricular lead was discontinued and it was explanted. A new ventricular lead was then implanted from the opposite side. While no abnormalities had been observed with the subject pacemaker, it was also explanted and replaced. The pacemaker was disposed at the hospital.